Event description:
Pt required continuous renal replacement therapy (crrt). Used mahurkar acute high pressure triple lumen catheter tray, 12f x 24cm. Line placed without incident, confirmed wire placement with us. However, when tried to remove the wire, unable to remove. Called vascular surgery for assistance who was ultimately able to remove the wire, which was quite kinked. The issue is that the wire in this kit is too flimsy to place a line, especially a dialysis line, which requires multiple dilations. The wire in this kit is different, as is the plastic sheath holding the wire, from the mahurkar kits that do not have the third port (the wire in that kit is more sturdy). I have had issues with the quality of the wire in this kit while placing other hd lines as well. The vascular surgeon also felt that the original wire was not suitable for line placement.